Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse told that 3 clip appliers malfunctioned during firing in a laparoscopic cholecystectomy procedure. Opened a 4th device to complete the procedure. There was no patient injury.